Event description:
This lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2014 due to unknown issue. The physician was dr. (B)(6) at (B)(6) clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).